Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) results: port hooks bent the needle marks at the back of the port is an indication of a port flipped and most likely performed when attempting to access the port for band adjustment. A functional test was performed on the velocity port and it was noted that it was not possible to retract totally hooks until tissue debris was removed. It was also noted that the retention force provided by the detents were low affecting port torque. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a band adjustment procedure, it was difficult to access the port. Apparently the fastening hooks of the port did not fixate the port from the beginning. The port was replaced. There were no adverse consequences for the patient reported.